Event description:
During the premature ventricular contractions procedure, a blood leak occurred from the introducer. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Event description:
During the premature ventricular contractions procedure, a blood leak occurred from the introducer. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath, was received for evaluation. A leak was noted, within the sheath handle. The sheath handle was opened, and the pull wire window were noted, to be torn. Consistent with the reported fluid leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root causes of this issue were determined, to be consistent with the physician using the device incorrectly. By not following, the IFU by either twisting the handle (not just the knob), while using device or not using a dilator or catheter for supporting the lumen.